Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 500 mg/dl at the time of incident. Customer stated they took a bolus from the insulin pump and blood glucose remained high. Customer stated the infusion set cannula was bent. It was unknown whether customer was using auto mode feature at time of high blood glucose event or not. The insulin pump will not be returned for analysis.